Event description:
The customer reports the procedure was a laparoscopic colon procedure and was completed using a similar device. There was a 30 minute reported delay, and the patient was under general anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction added to field:g2: health care professional was inadvertently selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue occurred due to the a defective electrical connect section, by accumulation of electric load (stress) due to energization to the electric circuit board inside the image sensor mounted in the image sensor unit in distal end of the scope, by accidentally applied static electricity, or by overcurrent due to attaching or detaching the device while the power is on the system, further as the electric circuit board inside the image sensor was adversely affected and the image signal output became unstable, the image sensor unit got failed, being abnormal in image. Additionally, the application of overcurrent was caused by attaching or detaching the device while the power is on the system, overcurrent from the other devices or electric wirings, or dust or moisture adhered to the electric contacts between the system and the video connector. The event can be detected/prevented by following the instructions for use which state: instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 04791 (1/2).

Event description:
It was reported the deflectable videoscope screen went black 15 minutes after the start of use. When the device was switched, it was still usable, so the procedure was completed. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.